Event description:
The medtronic balloons used for the l1 kyphoplasty ruptured while inflating them. The left balloon had 2cc and 400psi. The right balloon had 3.5cc and 100 psi. Both ruptured while under the maximum balloon capacity. FDA safety report ID# (B)(4).